Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to clinic today for symptoms of fatigue and increasing shortness of breath x 3 days, and pulsatile blood pressure with a mean of 84 mmhg. On interrogation multiple pump stoppage events were observed since (B)(6) 2017. The patient was admitted and the lvad system was connected to an ungrounded power module patient cable. A log file reviewed by the technical service representative confirmed multiple pump stoppages. The patient was asymptomatic. A percutaneous lead (driveline) replacement was completed on (B)(6) 2017, without issue. No additional information was provided.

Manufacturer narrative:
The reported event was confirmed through the evaluation of the system controller log files. Based on past experience with the left ventricular assist system (lvas) and similar reported events, the transient low speed events and pump stoppages that occurred while the patient was supported by the power module and batteries could be indicative of driveline (dl) damage. However, no damage was identified through the examination of the distal end of the patient''s driveline. Approximately 17.75 inches of driveline was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for high-potential testing to further verify the integrity of each wire''s insulation. This test did not reveal any areas of current leakage. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.